Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 47.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.5-12.8cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.